Event description:
On 20th july, 2021 getinge became aware of an issue with the configuration of axcel and xten. At it was stated endoscopy toggle was missing from the fork. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The initial reporter of the event : (B)(6) hospital. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the configuration of axcel and xten. As it was stated endoscopy toggle was missing from the fork. We decided to report the issue in an abundance of caution as any parts or particles falling off into a sterile field or during a procedure may cause contamination. According to the information provided by the getinge technician, the device has been repaired by the installation of the affected part - dummy endoscopy toggle (ard567801064). Moreover, it was pointed out by the getinge technician that the dummy endoscopy toggle was lost in an intervention by the hospital technicians. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since the detachment of the fork¿s component could be considered as a technical deficiency, and in this way the device contributed to the event. The device was not being used for patient treatment when the event took place. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. A subject matter expert performed the analysis, pointing out the root cause is clearly identified and written in the complaint record by the technician - "the reference ard567801064 dummy endoscopy toggle was replaced by a loss in some previous intervention by the hospital technicians, it did not affect the operation of the lamps". Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).